Event description:
Medtronic received information that 3 days post implant of this bioprosthetic valve, the patient experienced 4 documented pauses in heart rhythm. Longest pause was 2. 45 seconds. Subsequently the patient received a permanent pacemaker 4 days post implant. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).